Event description:
Rep reported, a pt had two microsensors implanted in which both failed. When attached to the icp monitor, they initially would not zero. Eventually the readings did appear and they showed an icp value in the 400's approx 455. We changed out cables and icp boxes but continued to have failures. The surgeon implanted a third sensor in which that one worked.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.